Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the ramus. This 24x2.50 omega stent delivery system was selected; however, during preparation the physician observed that the distal struts were raised. It was further reported that the stent was not in contact with the flow of blood from the patient, the damage was detected in the moment in which the sleeve of the stent was removed. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded. There were multiple hypotube kinks. There were two stent struts lifted in the first distal row of stent struts. The distal tip and distal shaft were stretched and kinked. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the ramus. This 24x2.50 (B)(4) stent delivery system was selected; however, during preparation the physician observed that the distal struts were raised. It was further reported that the stent was not in contact with the flow of blood from the patient, the damage was detected in the moment in which the sleeve of the stent was removed. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.